Event description:
It was reported that a patient had red rash like under the white tape collar of her sfn moldable dh convex skin barrier on her left side. She pictured frames her skin barrier with hy type. Red rash like area is under the hy tape on EU left side and extends beyond the tape approximately 38mm. She does experience slight crusty. This red rash like area developed approximately 3-4 weeks. She changes her skin barrier every 7 days. She uses smith and nephew or dynarex adhesive remover to her peristomal skin. Advised to discontinue using hy tape. Instructed on crusting with sh powder or antifungal powder and skin protective barrier wipes. Instructed if area does not improve or she has any questions to contact us for additional instructions. Advised to contact hcp for additional instructions on how often to apply antifungal powder. No additional information was provided. Patient outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.